Manufacturer narrative:
Unk. This product is not marketed in the us. Investigation type (B)(4): lens work order search-no similar complaints reported for units within the same lot. Device code 1494: off-label use (age (B)(6)). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 -9.5/2.5/092 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. The lens was removed within the same surgery due to lens tear/break during injection/delivery into the eye. No patient injury. On (B)(6) 2022 an identical lens was implanted. This resolved the problem. The cause is unknown.